Event description:
It was reported that during inspection of a new cs100 intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse) and before delivery to the customer, the fse found that the cs100 iabp was incorrectly labelled as a cs300 unit. This is an out-of-box failure (oob). There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
It has been reported by a getinge field service engineer (fse) that the label has been replaced and that the iabp can now work normally as intended.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The iabp was delivered to the customer, but was not cleared for clinical use until the monitor label has been replaced. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that during inspection of a new cs100 intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse) and before delivery to the customer, the fse found that the cs100 iabp was incorrectly labelled as a cs300 unit. This is an out-of-box failure (oob). There was no patient involvement, and no adverse event was reported.